Manufacturer narrative:
Add'l info: this MDR is being filed as an initial report. A final report will follow once the investigation is complete.

Event description:
During morning set-up of the axis gamma camera, the customer began to smell smoke. The customer called the fire dept and they did a power shut down for the whole room. The fse evaluated the system and discovered the current motor controller was not operational and created too much friction, when the operator attempted to move the table. The part was replaced. No pts were in the room during the issue and all operating personnel were evacuated from the area. No serious injury to pt or operator occurred.